Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to incontinence. Urethral erosion was also noted. The entire device was removed and replaced. There were no additional patient complications.